Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The other haptic was torn off and missing. There was evidenve of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated an aq2010v silicone three piece lens was torn, and it was unknown if there was any patient contact or injury.